Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left main artery. A 2.0mm x 20mm maverick2¿ balloon catheter was advanced for predilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a difference device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the lumen. A longitudinal tear was identified in the balloon wall. There was tip damage. There were multiple hypotube kinks. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left main artery (lm). A 2.0x20mm maverick²¿ balloon catheter was used to dilate the lesion. However, upon the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patients' status was stable.